Event description:
It was reported that during the 29 mm evolut fx+ transcatheter aortic valve implant procedure, the valve dislodged into the left ventricle following deployment. According to the reporter, it was suspected that a pre-existing kinking (of the patient's anatomy) contributed to the event by exerting a slight forward force on the transcatheter valve. The evolut fx+ was successfully snared and secured in place via the valve-in-valve implant of a non-medtronic transcatheter valve (26 mm sapien 3). Additional information was received that a prior to valve dislodgement, the implant depth was 8 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). After dislodgement, the valve was waist height.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the 29 mm evolut fx+ transcatheter aortic valve implant procedure, the valve dislodged into the left ventricle following deployment. According to the reporter, it was suspected that a pre-existing kinking (of the patient's anatomy) contributed to the event by exerting a slight forward force on the transcatheter valve. The evolut fx+ was successfully snared and secured in place via the valve-in-valve implant of a non-medtronic transcatheter valve (26 mm sapien 3).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three static images were provided for review of the event. Valve depth prior to release in an undetermined view appeared to be approximately 8mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). The valve was released and appeared to dislodge ventricular. Subsequently, a non-medtronic valve was implanted inside the transcatheter aortic valve (tav), tav-in-tav. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.